Event description:
A pt had a knee scan on (B)(6) 2009, at a site using a hitachi airis elite MRI system with a knee coil. The pt was prepped for the scan, which included routine MRI safety screening. The coil has an upper and lower section. The technologist placed a paper cover over the lower section of the coil before the pt's knee was positioned in it. The upper portion was attached over the anterior portion of the knee. There was no paper or other barrier used between the anterior portion of the knee and the coil, so the pt's skin contacted the inside surface of the coil in that area. The scan was completed without any complaint from the pt. The pt noticed that the anterior surface of her knee was red on the evening of (B)(6) 2009. She went to the emergency room for treatment of what she thought was a burn on (B)(6) 2009. At that time, she had skin redness, pain, and itching, but no blisters. She returned to the MRI site on (B)(6) 2009, to report the problem. The site radiologist examined the knee, which was red, swollen, and warm. The radiologist believed the injury to be contact dermatitis instead of a burn, but advised her to continue the treatment prescribed by the ER.

Manufacturer narrative:
The airis elite uses a 0.3 tesla magnet. The knee coil used for the pt exam has been tested on site and performed according to specifications. There was not evidence of a malfunction. Also, the site reported that the coil had been used several times without complaints between the date of the incident and the date the pt reported the problem to them ((B)(6) 2009). The site reported that they clean the coil with alcohol after each use and has not had any previous complaints in regards to the knee coil, which has been in use since 2006. Images from the site were reviewed and had normal image quality. The site reported that image quality was normal on scans done after the pt's exam as well. Hitachi has reviewed prior complaints and found no evidence of biocompatibility issues with the airis elite knee coil. The materials used in the construction of the coil are widely used in the MRI device industry.